Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil perforated my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: x-rays, CT scan, hsg, MRI and blood test on (B)(6). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain I was having daily, stabbing/shotting pain"), malaise ("essure was making me sick"), menopause ("perimenopausal"), loss of libido ("lack of sex drive"), marital problem ("marital stress"), dyspareunia ("stabbing pain would have during intecourse"), cervicitis ("essure damaged my insides chronic cervicitis"), adenomyosis ("adenomyosis"), cyst ("huge cyst"), hot flush ("hot flashes"), scar ("pelvic discomfort most likely scarring/adhesion"), pelvic adhesions ("pelvic discomfort most likely scarring/adhesion"), dysgeusia ("metal taste"), bacterial vaginosis ("chronic bv"), vaginal odour ("chronic bv/smell"), polymenorrhoea ("periods every two weeks lasting 10-15 days"), fatigue ("chronic fatigue") and intervertebral disc degeneration ("I have in lower back disc degeneration"), was found to have uterine leiomyoma ("fibroids") and underwent thrombolysis ("blood clots"). The patient was treated with surgery (hysterectomy leaving only right ovary). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pelvic pain, malaise, menopause, loss of libido, marital problem, dyspareunia, cervicitis, adenomyosis, uterine leiomyoma, cyst, hot flush, scar, pelvic adhesions, dysgeusia, bacterial vaginosis, vaginal odour, polymenorrhoea, thrombolysis, fatigue and intervertebral disc degeneration outcome was unknown. The reporter considered adenomyosis, bacterial vaginosis, cervicitis, cyst, dysgeusia, dyspareunia, fatigue, hot flush, intervertebral disc degeneration, loss of libido, malaise, marital problem, menopause, pelvic adhesions, pelvic pain, polymenorrhoea, scar, thrombolysis, uterine leiomyoma, uterine perforation and vaginal odour to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: uterine perforation, pelvic pain, malaise, menopause, loss of libido, marital problem, dyspareunia, cervicitis, adenomyosis, uterine leiomyoma, cyst, hot flush, scar, pelvic adhesions, dysgeusia, bacterial vaginosis, vaginal odour, polymenorrhoea, thrombolysis, fatigue, intervertebral disc degeneration quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2019: case rout for deletion due to duplicate case found for same patient. All the information, source document and references of deletion case ((B)(4)) transferred into retention case ((B)(4)).(duplicate case is identified with fu information.) No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil perforated my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: x-rays, CT scan, hsg, MRI and blood test on (B)(6). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain I was having daily, stabbing/shooting pain"), malaise ("essure was making me sick"), menopause ("perimenopausal"), loss of libido ("lack of sex drive"), marital problem ("marital stress"), dyspareunia ("stabbing pain would have during intercourse"), cervicitis ("essure damaged my insides chronic cervicitis"), adenomyosis ("adenomyosis"), cyst ("huge cyst"), hot flush ("hot flashes"), scar ("pelvic discomfort most likely scarring/adhesion"), pelvic adhesions ("pelvic discomfort most likely scarring/adhesion"), dysgeusia ("metal taste"), bacterial vaginosis ("chronic bv"), vaginal odour ("chronic bv/smell"), polymenorrhoea ("periods every two weeks lasting 10-15 days"), fatigue ("chronic fatigue") and intervertebral disc degeneration ("I have in lower back disc degeneration"), was found to have uterine leiomyoma ("fibroids") and underwent thrombolysis ("blood clots"). The patient was treated with surgery (hysterectomy leaving only right ovary). Essure was removed on (B)(6)2014. At the time of the report, the uterine perforation, pelvic pain, malaise, menopause, loss of libido, marital problem, dyspareunia, cervicitis, adenomyosis, uterine leiomyoma, cyst, hot flush, scar, pelvic adhesions, dysgeusia, bacterial vaginosis, vaginal odour, polymenorrhoea, thrombolysis, fatigue and intervertebral disc degeneration outcome was unknown. The reporter considered adenomyosis, bacterial vaginosis, cervicitis, cyst, dysgeusia, dyspareunia, fatigue, hot flush, intervertebral disc degeneration, loss of libido, malaise, marital problem, menopause, pelvic adhesions, pelvic pain, polymenorrhoea, scar, thrombolysis, uterine leiomyoma, uterine perforation and vaginal odour to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: uterine perforation, pelvic pain, malaise, menopause, loss of libido, marital problem, dyspareunia, cervicitis, adenomyosis, uterine leiomyoma, cyst, hot flush, scar, pelvic adhesions, dysgeusia, bacterial vaginosis, vaginal odour, polymenorrhoea, thrombolysis, fatigue, intervertebral disc degeneration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: social media received- new event I have in lower back disc degeneration were added. New reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil perforated my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: x-rays, CT scan, hsg, MRI and blood test on (B)(6). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain I was having daily, stabbing/shotting pain"), malaise ("essure was making me sick"), menopause ("perimenopausal"), loss of libido ("lack of sex drive"), marital problem ("marital stress"), dyspareunia ("stabbing pain would have during intercourse"), cervicitis ("essure damaged my insides chronic cervicitis"), adenomyosis ("adenomyosis"), cyst ("huge cyst"), hot flush ("hot flashes"), scar ("pelvic discomfort most likely scarring/adhesion"), pelvic adhesions ("pelvic discomfort most likely scarring/adhesion"), dysgeusia ("metal taste"), bacterial vaginosis ("chronic bv"), vaginal odour ("chronic bv/smell"), polymenorrhoea ("periods every two weeks lasting 10-15 days") and fatigue ("chronic fatigue"), was found to have uterine leiomyoma ("fibroids") and underwent thrombolysis ("blood clots"). The patient was treated with surgery (hysterectomy leaving only right ovary). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pelvic pain, malaise, menopause, loss of libido, marital problem, dyspareunia, cervicitis, adenomyosis, uterine leiomyoma, cyst, hot flush, scar, pelvic adhesions, dysgeusia, bacterial vaginosis, vaginal odour, polymenorrhoea, thrombolysis and fatigue outcome was unknown. The reporter considered adenomyosis, bacterial vaginosis, cervicitis, cyst, dysgeusia, dyspareunia, fatigue, hot flush, loss of libido, malaise, marital problem, menopause, pelvic adhesions, pelvic pain, polymenorrhoea, scar, thrombolysis, uterine leiomyoma, uterine perforation and vaginal odour to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: uterine perforation, pelvic pain, malaise, menopause, loss of libido, marital problem, dyspareunia, cervicitis, adenomyosis, uterine leiomyoma, cyst, hot flush, scar, pelvic adhesions, dysgeusia, bacterial vaginosis, vaginal odour, polymenorrhoea, thrombolysis and fatigue. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.